Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to oekg. Oekg checked the subject device and found the reported phenomenon. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus europa se & co. Kg (oekg), it was found that there was foreign material on the insertion section of the subject device. Therefore, the subject device might have been used for patients without sufficient reprocessing. There was no report of patient injury associated with this event.